Manufacturer narrative:
Damage was found with the exposed section of the soft cannula. The fluid path was inspected and signs of leakage were observed. The time and cause of this damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose between 16 and 20 mmol/l (324-360 mg/dl). The pod was reportedly leaking while worn on the abdomen for between 37 and 48 hours. As treatment, a new pod was applied.